Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted the catheter was returned in 3 different pieces. The catheter balloon was dissected to find the inflation notch was not completely perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling and risk assessment was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after inserting a foley catheter, only 7 cc water was injected due to the resistance. Stated that it was difficult to deflate and the catheter was unable to be removed. When urinary doctor used echoes, the balloon was in the bladder, and it was cut. Eventually the balloon was burst with a needle from the side of the urethra and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after inserting a foley catheter, only 7 cc water was injected due to the resistance. Stated that it was difficult to deflate and the catheter was unable to be removed. When urinary doctor used echoes, the balloon was in the bladder, and it was cut. Eventually the balloon was burst with a needle from the side of the urethra and the catheter was removed. Per follow up with ibc via mail on 24feb2021, there was no patient injury reported.